Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. Customer's blood glucose level was 211 mg/dl. The customer reported drive support cap is sticking out it also stated that troubleshooting was performed. Customer was advised that will return device for analysis.

Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, minor broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case reservoir tube window corner, minor broken battery tube threads and cracked belt clip slot.